Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-04094. It was reported, the patient was experiencing a zapping sensation when the stimulation was used. The patient had stopped using the stimulation. The physician opted to undergo an occipital trial procedure for new pain. It was reported, the patient could received a stimulation coverage for her current pain pattern with a possible occipital system, in addition to receiving relief of the new pain. It was reported, the trial procedure provided effective stimulation. The patient wanted to proceed with a permanent cervical system, and also wanted the physician to remove the current scs system. The next course of action was undetermined.